Manufacturer narrative:
The event of ipg explant/replacement due to ipg becoming inoperable was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients ipg became inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced.